Manufacturer narrative:
The brake casters were replaced by the technician to resolve the issue.

Event description:
The technician alleged the brake caster swivel when the brake is engaged. No patient impact.